Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her insulin pump alarming. The customer's blood glucose was 519 mg/dl. The customer treated herself with a manual injection. Customer also stated there was moisture in the screen. Troubleshooting found insulin was able to exit during a manual prime. Customer also reported air bubbles in her tubing. The customer was advised to disconnect from her insulin pump and revert to back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No unexpected alarms noted. Moisture damage was found on lcd board. Insulin pump had minor scratches on lcd window, cracked display window corner and reservoir tube lip.